Manufacturer narrative:
(B)(6). A visual inspection of the broken screw shows the very distal tip was missing, confirming the complaint. The report stated that the bone tunnel and graft were both 5mm and the tunnel had been prepared by a 5mm drill as well. It is most likely that the 6mm screw was too large for the intended purpose and excessive force was applied. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During an acl (anterior cruciate ligament) reconstruction with lateral tenodesis using the biosure pk, 6 x 25mm, the screw broke. It was removed entirely from the joint; no broken pieces were left in the patient. The new screw was placed in the same hole. The tunnel size and graft size were both 5mm. The tunnel had been drilled by a 5mm drill. The patient is reported to have good bone quality. No patient injury or other complications were reported.